Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the pm set was prepared for an adult ICU patient per their protocol. The account states that the pm set was found to be leaking arterial blood at the septum. The pm set was exchanged for a new one. No patient injury to report.

Manufacturer narrative:
One device has been returned for evaluation. Simulated functional use testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed, and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.